Event description:
It was reported that during a lap cholecystectomy, the clip did not come out. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Scissored clip, jaws unable to open - open after assisted the analysis results of the el5ml device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one scissored clip with tissue was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, 3 scissor clips were released. The remaining 3 clips were conforming according to our manufacturing specifications and then it locked out as intended but the orange visual indicator did not show up completely. Please note the indicator wheel failure is not related to the reported event. It could not be determined what may have caused the found condition during analysis.